Manufacturer narrative:
Device is not being returned for evaluation; therefore, no conclusion could be made for the reported device failure.

Event description:
Sales representative reported that 1st t deployed normally. Deployed t2, but it pulled through the joint. The surgeon had to use hemostats to get t2 to advance to the proper deployment position. T2 then deployed on the inside of the joint and the surgeon went in with the shaver and resected the implant and suture. Then the customer used another fastfix. The case was delayed only a few minutes. Further e-mail confirms that t1 remains in the pt.